Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The mother was unable to troubleshoot during the phone call. Advised the mother to have the customer change the entire infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.